Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6b: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic of three piece monofocal non-preloaded intraocular lens (iol) was broken. There was delay in procedure. Unplanned sutures were required. As per additional information received, during lens insertion, it was noted that haptic was dislodged from optic. Iol haptic was broken when lens contacted capsular bag. Lens was partially inserted into patient's eye and removed at the same time. Procedure was completed using backup lens of same model. No further information was provided.